Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the device was explanted due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.